Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system lost power to both the surgeon monitor and the staff cart monitor. This occurred when on the verify instrument screen and the surgeon was not navigating at the time. In trouble-shooting, it was determined that the computer and ndi box were all receiving power; and that the speakers were not providing audio. Re-seating the cables did not resolve the issue, nor did trying multiple ports on the ups to the multi-out power supply. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
Patient age and weight were not provided by the site. Device manufacturing date is unavailable. A medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed, finding the monitor multi-power failure. Replaced multi power-out box. System performed as intended. Issue resolved. Return requested. Replacement multi-out 350w power supply shipped to site. Medtronic investigation of returned suspect device finds that, as reported, the power supply had no power to any outputs except the 28vdc output. Electrical failure - no power directly caused event no further issues have been reported.